Event description:
The most difficult part of the procedure was not getting the femoral head off the neck of the femoral component. It took a great deal of time and repeated impacting with various instruments. In the process, the inner lining and the outer shell of the magnum head became disengaged and still it was quite difficult to get the head off.======================manufacturer response for magnum metal articulation devices, m2a magnum pf cup,taper adapter,modular head (per site reporter).======================manufacturer actually notified facility risk management of issue in spring of 2012.